Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the returned complaint device on 01/13/2021. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during the aneurysm embolization procedure with the target at the left anterior communicating artery (acomm) in the 71-year-old female patient, it was reported that the 4.5mm x 22mm enterprise® vascular reconstruction device (enc452200 / 11160232) could not advance within the prowler (unknown catalog / documented lot: 3036198) microcatheter. It was reported that continuous flush had been maintained through the microcatheter. The 4.5mm x 22mm enterprise stent was removed from the patient still attached to the delivery wire. The physician switched to a new stent system, another 4.5mm x 22mm enterprise® vascular reconstruction device (enc452200) to complete the procedure using the same original prowler microcatheter. The reported issue resulted in a 10-minute delay in the procedure, but it was not considered a clinically significant delay. There was no report of any patient adverse event or complication. The device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 4.5mm x 22mm enterprise® vascular reconstruction device was received contained in a pouch. Visual inspection was performed. It was noted that only the delivery wire and the introducer were returned for evaluation; both components were inspected and were observed to be in normal good condition. Functional evaluation could not be performed as the stent component was not returned. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 11160232. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint reported that during the aneurysm embolization procedure, the 4.5mm x 22mm enterprise® vascular reconstruction device could not advance within the concomitant prowler microcatheter with continuous flush maintained. The enterprise stent was then removed from the patient still attached to the delivery wire. The reported issue that the stent was impeded in the microcatheter could not be confirmed through functional evaluation without the stent component. With the delivery wire and the introducer observed in good condition, there is no evidence that the stent component became detached in the microcatheter. In addition, it was reported that the concomitant microcatheter was used with the replacement stent to complete the procedure. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. H.6: investigation findings / investigation conclusions: the ¿no device problem found¿ code was used in the investigational findings because the stent component of the device was not returned; the reported issue could not be confirmed through functional evaluation as functional testing could not be performed without the stent component. This code corresponds to the code ¿cause not established¿ code in the investigation conclusions. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 13 january 2021. [Additional event information]: the healthcare professional reported that during the aneurysm embolization procedure with the target at the left anterior communicating artery (acomm) in the 71-year-old female patient, it was reported that the 4.5mm x 22mm enterprise® vascular reconstruction device (enc452200 / 11160232) could not advance within the prowler (unknown catalog / documented lot: 3036198) microcatheter. It was reported that continuous flush had been maintained through the microcatheter. The 4.5mm x 22mm enterprise stent was removed from the patient still attached to the delivery wire. The physician switched to a new stent system, another 4.5mm x 22mm enterprise® vascular reconstruction device (enc452200) to complete the procedure using the same original microcatheter. The reported issue resulted in a 10-minute delay in the procedure, but it was not considered a clinically significant delay. There was no report of any patient adverse event or complication. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Initial reporter phone: (B)(4). The initial reporter email address is not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 11160232. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the aneurysm embolization procedure, it was reported that the 4.5mm x 22mm enterprise® vascular reconstruction device (enc452200 / 11160232) could not advance within the microcatheter. The physician switched to a new stent system to complete the procedure. There was no report of any patient adverse event or complication.